Manufacturer narrative:
G1 MFR site facility name corrected. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber tip had severe scratches on the metal surface. The glass cap was rotating independently of the metal cap which indicated glue failure. There was moderate devitrification on the glass cap, and the metal cap had mild charred debris adhesion on its surface, indicative of tissue contact. The fiber was tested with helium-neon (hene) laser fixture and there were no signs of breakage along the length of the fiber. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential harm. The manufacturer has reviewed all information and determined that this event no longer meets reporting criteria for the alleged forward firing. Based on analysis result, it is probable that the debris adhesion found on the metal cap during visual analysis, contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during photo-selective vaporization of the prostate, the fiber began forward firing after 155,101 joules and 16 seconds of use. The fiber was replaced, and the procedure completed without patient complications.

Event description:
It was reported that during photo-selective vaporization of the prostate, the fiber began forward firing after 155,101 joules and 16 seconds of use. The fiber was replaced, and the procedure completed without patient complications.